Event description:
It was reported that the patient had been shocked on due to right ventricular (rv) lead noise. The patient was again shocked inappropriately twice due to rv noise and oversensing. The rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).